Manufacturer narrative:
The device was received with operating currents within specification. The device passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No displacement anomalies were noted. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 84 and 42 mg/dl. Customer¿s current blood glucose value was 181 mg/dl. Troubleshooting was done for low blood glucose and over delivery. The customer treated with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis.